Event description:
It was reported that or high impedance of >10,000 ohms and an associated low output current were seen upon interrogation. The physician ordered ap neck and chest x-rays for the patient, and was informed of livanova¿s request to review the x-rays. A radiology report of the x-rays was received which reported that the generator and lead wires appeared in place without complication x-rays have not been received or reviewed to date. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
X-rays were received and reviewed by the manufacturer. Review showed that the lead pin appeared to be coming through the second connector block, indicating likely complete pin insertion. Strain relief of the lead was not per labeling note that a portion of the lead was routed behind the generator and so could not be assessed. No apparent gross lead fractures, sharp angles, or other anomalies were observed. The cause of the patient¿s high impedance could not be determined based on the images provided. Note that the presence of a micro-fracture and/or a lead discontinuity in the portions of the lead not visible could not be ruled out. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient underwent lead and generator replacement. Product return is not expected. No further relevant information has been received to date.